Event description:
It was reported that a patient received a minicap that was dry. The reported issue was discovered prior to use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The manufacture date was 09/26/2014- 10/02/2014. The device was received and an evaluation is complete. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Production records were reviewed and all betadine weight checks were within the acceptable range. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.